Manufacturer narrative:
Retainer is not detached or broken off, however unit received with cracked reservoir tube lip (loose) noted during visual inspection. Unit received with scratched casing, minor scratches on lcd window, scratches on display window cover, pillowing keypad overlay, cracked select button on keypad overlay, cracked case on battery tube area, cracked battery tube threads, slightly stained serial number label, slightly peeling end cap address label, severely faded end cap address label and corrosion in battery tube. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the plastic transparent ring at the reservoir compartment broke off. Customer's blood glucose was 91mg/dl at the time of incident. No further details given.